Event description:
It was reported that the lens was dry. The lens took 15 minutes to unfold in the patient's eye. There were no reports of patient injury.

Manufacturer narrative:
The lens remains implanted. Investigation is underway. A supplemental report will be submitted upon completion of the investigation. Envista toric lens is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista lens.